Event description:
A malfunction was reported with a specific alarm code. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as it was still under warranty. The customer was advised to use an alternate form of insulin delivery and instructed on how to prepare the pump for return and send it back using a pre-paid label within ten days.